Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) found two separate episodes over about a year where inappropriate anti-tachycardia pacing (atp) and shocks were delivered for atrial fibrillation with rapid ventricular response. Technical services suggested a few programming suggestions to help prevent this type of therapy. The device remains in-service. No adverse patient effects were reported.